Manufacturer narrative:
(B)(4)

Event description:
A report was received stating that during &quot;prior to use&quot; testing, an endobronchial tube&#39;s cuff would not inflate. There was no patient involvement.

Manufacturer narrative:
(B)(4). The returned sample was evaluated for the reported 'cuff won't inflate' issue. Visual examination of the device show a slit in the main body of the bronchial cuff. In addition, the tracheal cuff was found to have a bulge. The most probable root cause for cuff leaks in the cuff body is associated with contact with sharp utensil or object. The most probable root cause for the bulge is over inflation. The single wall thickness of the tracheal cuff was measured away from the damage and found to be within manufacturing specifications.

Manufacturer narrative:
(B)(4).